Event description:
Sorin group (B)(4) received a report that the s5 double head pump stopped and intermittently displayed error messages during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to investigate. Eval of the pump at the facility was able to reproduce the problem. The shaft angle encoders were replaced and subsequent testing confirmed that the issue was resolved. Sorin group deutschland has requested that the shaft angle encoders be returned for further eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.